Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery gauge went from 80% to 90% without charging the pump. The customer's blood glucose was 286 mg/dl. Customer would continue to use the pump for insulin therapy.